Event description:
Update rec¿d (B)(6) 2015 - medical records received. Patient revised to address recurrent dislocation and pain. Upon revision, charcoal gray and tannish brown fluid, a large cavity line with metallic stained tissues, and a malpositioned stem were noted. The stem is being added to the complaint.

Event description:
Legal claim received.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.